Event description:
A customer reported that during cataract surgery, a handpiece tip occluded and the handpiece warmed up. The reporter could not provide any further detail, therefore, at this time, pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).